Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to prime a clearlink continu-flo solution set. The issue occurred during setup/preparation. The nurse stated they were able to squeeze and fill the chamber/window but the fluid would not enter the tubing where it connected at the very top. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.